Manufacturer narrative:
The lens was received cut in 2 pieces across the optic precluding diopter measurement. A visual inspection of the optic parts showed no optical deviations. A review of the manufacturing records was performed and met specifications. Diopter measurement records for this lens were verified to be within specifications for a 22,5 dioptric power. No additional reports received for the remaining lenses manufactured in this order. In the doctor's opinion this event was not related to the product. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the multifocal intraocular lens was explanted without enlarging the incision or patient injury. The patient required a different diopter lens. A new lens was successfully implanted.